Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have woken up with chest pain and high blood glucose of 510 mg/dl, which was treated with manual injection. Customer reported that there was blood at site, but no signs of infection. Customer also reported to be taking aspirin medication which could cause bleeding. After troubleshooting, it was found that infusion set used was expired. Customer was advised to change set and to monitor the issue.